Event description:
A caller reported that the pump was charging slower than normal. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who advised updating the pump's software and monitoring the charge. The customer understood the instructions, and no further assistance was needed.